Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The report is from the journal article, "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft."fabio verzini, lydia romano, gianbattista parlani, giacomo isernia,gioele simonte, diletta loschi, massimo lenti, and piergiorgio cao, vascular surgery unit, s. Maria della misericordia hospital, university of perugia, perugiaa; and gruppo villa maria (gvm) research and care, rome accepted on 19jul2016. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page six in the results section,the article states that late aneurysm sac growth >5mm leading to conversion to open repair in six cases. Patient outcome was not provided.

Manufacturer narrative:
This event is currently under investigation.

Event description:
(B)(4). The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page six in the results section,the article states that late aneurysm sac growth >5mm leading to conversion to open repair in six cases. Patient outcome was not provided.